Manufacturer narrative:
Section b3: date of event is estimated. A patient experienced lead migration / pocket pain was reported to abbott. It was also determined lead migration resulted in ineffective therapy. As a result, the patient's ipg and leads were explanted and replaced to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02678, 3006705815-2024-02679 it was reported patient experienced lead migration and pain at ipg pocket site. Surgical intervention wherein the leads and ipg were explanted and replaced. Effective therapy was restored.